Event description:
It was reported that when using the bd pyxis¿ es server, extract transform load process was delayed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the extract transform load process was not delayed. A technical support specialist dialed into the report server and verified that the extract transform load (etl) process was running successfully. The health sight viewer (hsv) was checked, and the etl process delay notice had cleared. The system functioned as intended after the technical support specialist investigated the device.